Event description:
It was reported to philips that the device¿s wireless footswitch was worn out and needed to be replaced. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Additional information received from the philips field service engineer (fse) indicated it was not possible to connect the wireless footswitch. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips service engineer (fse) inspected the system onsite and confirmed that the wireless pedal does not work. During troubleshooting, fse found that the footswitch was worn out and was unable to connect the wi-fi footswitch. Fse replaced the wireless footswitch.failure analysis was executed, and the mode of failure was found to be mechanical failure. The footswitch had severe paint and surface damage, and the lower bracket was completely removed. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury, and as such, the complaint was reported. Since that time, new information has been received, which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. This complaint is not related to the connection issue addressed in the field safety corrective action 2021-igt-bst-020 or medical device correction z-0476-2022. Based on the investigation results, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277- 2021/10/29-004-c). The reported event occurred prior to completion of the correction & removal 3003768277- 2021/10/29-004-c, which addresses the causes associated with the reported malfunction.